Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter (pharmacist) for the lay user/patient contacted lifescan (lfs) france alleging that the patient's onetouch verio 2 meter read inaccurately high in comparison to results obtained on another meter (onetouch vita). The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2016 around 10:00pm and claimed that the patient obtained a blood glucose result of 210mg/dl on the subject device compared to 83mg/dl on the other meter (onetouch vita) performed within less than 30 minutes of each other. Based on statistical methodology, the calculated difference between these results does not meet lfs' criteria for accuracy. The patient manages his diabetes with insulin self-adjuster. The reporter claimed that the patient increased his dose of insulin by an additional (B)(4) units as a result of the alleged product issue. The reporter claimed that 2 hours after the alleged product issue began; the patient developed the symptom of "dizzy, stressed and nervous". No medical treatment was reported and no other device was used to obtain a blood glucose reading. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient used the correct testing steps and used an approved sample site to obtain the blood samples. The test strips were stored correctly and within their expiry date, additionally the test vial was neither broken nor cracked. The patient was unable/unwilling to walk through a control solution test. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria.